Event description:
The patient reported that his heart rate been 100 beats per minute for "about 6 weeks." He went to the hospital and was impatient. He understands the pace maker was working fine. His medications were changed and has had a lot of side effects and heart rate has gone down, but is feeling other symptoms (hears beating in ears and hot feeling on left side of body). Questioned if pacemaker is still working, it was last checked in (B)(6). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.